Event description:
It was reported by the customer that a pyxis medstation es system had a communication error. The customer reported that the user encountered a "device not detected on bus" error, as of which nurses were unable to retrieve any items from the aux unit associated with that device. Customer stated that the issue persisted even after rebooting. Customer confirmed that the malfunction occurred when trying to issue the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of ribbon cable. A field service engineer reseated the cable connection to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.